Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. No communication could be established with the device. The battery voltage measured 1.427v. The device was analyzed with a new battery and was found to be normal. The original battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could not conclusively be determined.

Event description:
The device was explanted due to premature battery depletion.